Event description:
On (B)(6) 2018, during a replacement procedure, the physician observed a malfunction of the ventricular set-screw of the subject pacemaker. For this reason, he used another device to complete the procedure.

Manufacturer narrative:
The preliminary analysis revealed no issue with the subject device. The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a replacement procedure, after inserting the ventricular lead and tightening the set-screw, the physician performed a pull test of the lead, which caused the lead to disconnect from the device. For this reason, he used another device to complete the procedure.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during a replacement procedure, after inserting the ventricular lead and tightening the set-screw, the physician performed a pull test of the lead, which caused the lead to disconnect from the device. For this reason, he used another device to complete the procedure.